Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture keypad traces. No unexpected number scrolling during testing. The insulin pump received with normal operating current. No unexpected battery out limit noted. No moisture damage found on the electronics, lcd, motor, cracked battery tube and vibrator noted. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer has a blood glucose level was 24.3 mmol/l at the time of the incident. The customer treated their blood glucose with a manual injection. The customer stated that the numbers started scrolling on the screen without the users input. The customer states that there is fluid/moisture under the lcd screen of the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.